Manufacturer narrative:
Based on the currently available info we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Product identifiers were provided by the pt and not found in the medical records. The medical records provided indicate a slightly elevated wbc; however there is no confirmation of an infection as alleged by the pt. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, infection is a known possible adverse event listed in the IFU. This MDR includes all pt, event and device info davol has received to date. If additional info is obtained, a follow up MDR will be submitted.

Event description:
The following is based on medical records provided by the pt: (B)(6) 2013 - patient underwent reduction and mesh repair of recurrent incarcerated incisional hernia (component separation). The pt was found to have a huge herniated mass of small bowel, transverse colon and omentum within a hernia sac in a subcu pocket. The hernia mass was reduced and the mesh was placed. The tissue was noted to be extraordinarily thin and at some points the fascia from right and left did not reach in the midline. The surgeon noted that the coverage was good enough and felt that a natural adhesion would occur. There was a large dead space that was left when the hernia sac was reduced a drain was placed in this defect. Postoperatively the pt developed an ileus which resolved with conservative treatment. The following was alleged by the pt, medical documentation for post operative events has not been provided: the pt alleges that there was excessive wound drainage that subsequently turned into an infection. She alleges that four months post implant she underwent mesh excision and was implanted with an unk biologic device. The pt alleges that due to having a PICC line placed for antibiotics she developed a blood clot in her arm and was treated with a blood thinner. She alleges that she continues to have a chronic blood clot in her arm.